Event description:
It was reported that in 2003, a woman with a hip fracture was implanted with a thompson prosthesis. The prosthesis was not fixated with bone cement. The following month, there was a luxation followed by several luxations during the next couple of days. There was a revision surgery performed in 2007. During the revision surgery the surgeon observed that the stem was completely loose in the femur an could be rotated and dislocated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.